Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage, with distal stent struts bunched in a proximal direction. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.00x32mm target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, the distal end of the stent could not cross the middle of the lcx and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.00x32mm target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, the distal end of the stent could not cross the middle of the lcx and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.